Event description:
It was reported that the device was used during a laparoscopic gastric bypass. It was reported that the trocar and the reducer seal tore during the procedure. This caused a profuse co2 leak and extended the or time.